Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 7170605, medical device expiration date: 06/30/2022, device manufacture date: 06/19/2017. Medical device lot #: 7170606, medical device expiration date: 06/30/2022 , device manufacture date: 06/19/2017. Medical device lot #: 7170625, medical device expiration date: 06/30/2022, device manufacture date: 06/19/2017. Medical device lot #: 7227658, medical device expiration date: 08/31/2022 , device manufacture date: 08/15/2017. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer-lok syringe had; fm-particulate/contamination, damage, inclusions, print issue. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd¿ luer-lok syringe had; fm-particulate/contamination, damage, inclusions, print issue. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
No samples or photos were provided for evaluation therefore failure mode could not be verified and root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Undetermined root cause.